Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and competitor right atrial (ra) lead exhibited what appeared to be myopotential noise. Farfield oversensing of the ventricular signal was also noted in the ra channel. Additionally, the r-wave amplitude increased from about 2-3 mv to 7 mv. Boston scientific technical services (ts) discussed the potential reasons for the noise and suggested measures to further evaluate the system. The patient was not pacemaker dependent. However, asystole of more than 2 seconds was reported as a result of the oversensing. Regular follow up will be continued. The system remains in service. No adverse patient effects were reported.